Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: nmd0004, UDI: xx, serial: xx, batch: xx.

Event description:
It was reported that the patient's ipg was no longer responding to the charger or the programmer. Upon further investigation the patient last charged over 10 months ago and stopped charging due to ineffective therapy. The patient last had therapy over a year ago. Surgical intervention took place where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. Correction to h11 from initial report: the allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional lead information additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: n/a, batch: 27789.